Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: the device was received and evaluated at the service center. The reported complaint that the device does not turn due to a jammed motor was confirmed. It was found that the motor was corroded and that the o-rings were defective. The defective motor along with the o-rings were replaced and the device was repaired, tested and found to be working according to specifications. Fluid ingress into the system and contact with the motor is responsible for the corrosion of the motor. The corroded motor has a tendency to stick and not turn, hence is responsible for the issue reported by the customer. It is also possible that the o-rings were damaged by the customer during the cleaning process. However, given the information provided we cannot discern a definitive root cause for the same. The service history has been reviewed in lieu of the device history record for this device since it was previously serviced. The device was last serviced on 02/26/2020 and passed all functional testing before being returned to the customer. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Event description:
It was reported by the affiliate via email that during a knee arthroscopy the tornado shaver doesn't turn and the motor is jammed. It was reported the procedure was completed with a replacement device and there were no known patient consequences.